Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿risk factors for 30 day acute limb ischaemia after endovascular aneurysm repair of non-ruptured abdominal aortic aneurysm". Li renxi, sidawy a, nguyen bao-ngoc  eur j vasc endovascsurg (2024) 68, 414e415. Https://doi.org/10.1016/j.ejvs.2024.05.030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿risk factors for 30 day acute limb ischaemia after endovascular aneurysm repair of non-ruptured abdominal aortic aneurysm". The time frame of this study was over a 10 year period. 16 463 patients underwent evar for non-ruptured infrarenal aaa. Endurant, talent and non mdt stent grafts were implanted in these patients. 232 patients (1.4%) had acute limb ischaemia within 30 days after the intervention. Among those who experienced ali, 187 patients (80.6%) underwent treatment for their acute limb ischemia within the same admission for evar and the remainder underwent treatment during re-admission.